Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was an arching or sparking on the device and the doctors gloves had a hole, the doctor got burns.